Manufacturer narrative:
(B)(4). This customer reported that the device would not charge on the first attempt, but did charge on the second attempt. There was no negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not charge on the first attempt, but did charge on the second attempt. There was no negative patient impact.